Event description:
Plaintiff was employed as a surgical technician who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering various symptoms and developing a latex allergy.